Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that he is without stimulation and unable to communicate with his ipg via either the programmer or the charging system. The patient allegedly has not recharged the ipg in several months due to recent health issues. A new charging system was shipped to the patient to determine if his ipg battery level was beyond the point of recovery. Follow-up on this matter found that surgical intervention will be undertaken to replace the patient's ipg.